Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to electrode migration, pain and dizziness. The patient was re-implanted with another cochlear device during the same surgery.